Event description:
It was reported that a pump memory error occurred during an update; there were sources of potential emi present. The patient did not experience a medical or therapy problem. The reporter was able to re-interrogate, re-enter the programming and successfully update the pump which resolved the issue. It was later noted that a critical pump alarm was heard and confirmed by telemetry. "Reset occurred - low battery"; the health care provider planned to supplement with oral medications. Additional information has been requested; a follow-up report will be sent if additional information becomes available to us.

Manufacturer narrative:
Catheter model #: 8709 lot #: n089646014 implanted: (B)(6) 2007 explanted: unknown.

Manufacturer narrative:
Analysis of the pump revealed motor feedthru anomaly.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information: it was indicated that the pump malfunctioned and was replaced. Patient was without injury, recovered without sequelae. Drug delivered via the device was lioresal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.